Event description:
The reviewed literature article contained a study of 337 patients with 426 external ventricular or lumbar drains, consisting of medtronic exacta drainage and monitoring systems and unknown catheters. The source literature reported 34 patients with drain related infections, 3 of which died.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini was reading inaccurately high compared to another meter. The medical surveillance specialist contacted the patient for a follow up call on (B)(6) 2010 and (B)(6) 2010, but the patient was not able to be reached. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately 2 months ago prior to contacting lfs. The patient reported obtaining blood glucose results of "138 mg/dl" with the subject meter and "119 mg/dl" on another device (onetouch ultra meter) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed she manages her diabetes with combinations of oral medications (metformin and apidra) and insulins (lantus and byetta). As a result of the alleged issue, the patient denied taking any action regarding her diabetes management routine. The patient stated 2 weeks after the alleged issue began, she became shaky and developed a headache. About 6 weeks after the alleged issue, the patient indicated she administered 6 unit of extra insulin. The patient denied testing on any other blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca was able to verify an approved sample site was used and that the correct unit of measure was set correctly at the time of testing on the subject meter. Replacement products were sent to the patient. It is not known whether the patient associated the alleged symptoms as high or low blood sugar symptoms. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.